Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the post-operative examination one day post implant, the left ventricular lead exhibited loss of capture due to dislodgement. The lead was explanted and replaced. There were no patient symptoms or complications during the procedure.